Manufacturer narrative:
The smiths medical cadd-solis vip pump was returned in good physical condition. There was evidence in the event log of system fault 41,541 occurring. The issue was able to be replicated during testing. The error code 41541 was found during power up. It was found that a faulty latch lock flex was the root cause alarms. The latch lock flex will be replaced.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump was presenting with alarm code 14541. There were no reported adverse events.

Manufacturer narrative:
Additional information was received indicating that there were no consequences to the patient in this event.